Manufacturer narrative:
(B)(4). Corrections: added the tracking number to the report.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the lens broke and remained in the trocar. The pieces were removed and another device was used to complete the procedure successfully.